Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an increase in threshold and decrease in sensitivity, fluoroscopy confirmed that the lead had dislodged. The lead was repositioned successfully.